Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed an internal flow verification test step. The device's machine flow sensor was replaced to address the issue. Additionally, the device's air inlet foam filter and particle filter were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.